Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a high temperature alarm condition was observed. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. An issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.